Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 1999 - the patient was implanted with a bard "marlex" mesh during an anterior colporrhaphy, tah, vaginal sacro suspension and anterior urethropexy; (B)(6) 2009 - the patient underwent a trimming procedure; (B)(6) 2012 - the patient underwent a second trimming procedure. Of note, the physician was unable to entirely remove the device at 100%. Attorney alleges the patient experienced pain and suffering, permanent injury and will likely undergo further medical treatment.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.